Event description:
Customer returned the device for evaluation and repair of air/water (a/w) channel not drawing air. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that foreign materials were found around the device and ejected from channels. Foreign material came out of j-channel. Foreign material was clogging the suction channel and came out of it. Foreign material was lodged at biopsy port. Foreign material was found clogged in the a/w nozzle. Forceps channel port, insertion tube, and distal end rubber coating (a-rubber) glue is dirty. This medwatch is being submitted for the presence of foreign material and dirt around the device in several parts and in the channels as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that foreign materials were found around the device and ejected from channels. Foreign material came out of j-channel. Foreign material was clogging the suction channel and came out of it. Foreign material was lodged at biopsy port. Foreign material was found clogged in the a/w nozzle. Forceps channel port, insertion tube, and distal end rubber coating (a-rubber) glue is dirty. Due to clogging of nozzle, no air is fed; due to clogging of a/w channel, water supply volume does not meet the standard value. Due to clogging of suction channel, the suction function did not work at all. Other observations for the device are: due to damage on right/left and up/down knob, water tightness is lost; a/w-cylinder and suction cylinder (s-cylinder) have discoloration; grip, switch box, light guide (lg) cover glass, and connecting tube have a scratch; due to a scratch on distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value; suction-cover (s-cover) is deformed; plug unit is damaged; sc-case unit has a dent; sc cover unit has corrosion due to water leakage; c-cover and lg lens have a crack; and universal cord has coating peeling. Distal end insulation test failed. The user¿s complaint of a/w channel not drawing air was confirmed. Major repair is required to return the device to original equipment manufacturer standards. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections. The foreign material found on the various parts of the device appears to be the same, perhaps residues from washing procedure.